Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited poor image quality when distal end was bent. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h4, h6, h11. Corrected fields: h6- medical device problem code, component code. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information, including component damage or degradation, environmental issues such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, and electrical issues like signal loss or circuit breaks. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.